Manufacturer narrative:
The display is missing a pixel line due to a defective display printed circuit. Pcc criteria: the defective pixel line leads to misinterpretation of the number one and four.

Event description:
On (B)(6) 2013 during evaluation, it was found that the display of the patient's infusion device was missing a pixel that could lead to a misinterpretation of the values displayed. The patient also reported that the device had displayed e6 (mechanical error) and that the piston rod in the device was corroded. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report. Device evaluation is in progress.